Event description:
It was reported that a spectrum pump had "no audio output". It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system of "no audio" was confirmed through observation. The cause was found to be a failed speaker. The failed speaker was replaced.